Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a whipple procedure, the generator gave an instrument error code. When cleaning, the active blade both blades were broken. Unsure of contact other instruments. Another device was used to complete the procedure. There were no adverse consequences for the pt.